Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies also, with corroded motor home switch. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to blank display. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to water. The customer had a blood glucose level was 437 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.